Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product noted blood on the coils and core and no contrast visible which is consistent with the guide wire being used in the patient as reported. The tip was tugged on to confirm that the core and shaping ribbon were intact. Analysis confirmed the reported separation as the core was separated at the distal end of the hypotube. There was core visible in the hypotube at the separation. The separated portion was returned. It was noted that there was core extending out the hypotube, indicating the hypotube was properly attached to the core. A hypotube being over pulled or over bent would require it to be trapped within the lesion anatomy and/or another device in order to create the required forces to cause a separation. Guide wires are fragile and it is possible that during removal of the wire from the dispenser hoop, preparation of the wire for use, that a bend could occur that would later fracture. In this case, it was reported that there was no tension or resistance felt upon removal. Additionally, a cut down was performed to retrieve the separated guide wire successfully. Since there was no damage reported during inspection prior to use, which would indicate that the damage was likely not pre-existing. Analysis also noted offset and overlapping intermediate coils sporadically 1 mm proximal to the center solder for a length of 2.9 cm. There was a kink in the tip, 9 mm proximal to the tip ball. There was a kink in the core, 36 cm distal to the proximal end of the guide wire. These noted damages are consistent with interaction with the lesion anatomy and/or other device and/or manipulation during the procedure since there was no damage reported during inspection prior to use. Guide wire separation may occur when the guide wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to stretch and/or detach. A guide wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the guide wire in this trapped state would exceed design limits and cause the reported separation. In this case, it was reported that there was no tension or resistance felt upon removal. Since there was no damage reported during inspection prior to use, which would indicate that the damage was likely not pre-existing. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The lot history record was reviewed. There are no non-conforming material records associated with this lot. A query of the complaint-handling database was performed and there were no other incidents reported for this lot. A conclusive cause for the reported guide wire separation could not be determined and there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not yet complete. A follow up report will be submitted with all additional, relevant information.

Event description:
It was reported that the patient was admitted on (B)(6) 2011 for an unspecified stenting procedure in the left leg. After the procedure, the patient reported pain in the right leg and was diagnosed with right leg ischemia. During an unknown procedure on (B)(6) 2011, to treat an unknown lesion in the right leg, the access site puncture was performed in the left groin, a non-abbott catheter was used to cross contralaterally to locate the lesion in the right common femoral artery (rcfa). A balance middle weight (bmw) guide wire was inserted through a non-abbott catheter and successfully crossed the lesion in the rcfa. A non-abbott aspiration catheter was placed over the bmw wire. The procedure was completed. Upon removal of the bmw guide wire, the physician noted that only a portion of the guide wire was removed. The other portion was in the distal abdominal aorta. There was no reported tension or resistance noted by the physician upon insertion or removal. A cut down was performed to retrieve the separated wire portion successfully. There was no reported adverse patient effect and the patient was discharged home a couple days after the procedure. It was later learned that the patient died approximately two months post procedure on (B)(6) 2011 from (B)(6) and cold foot (unknown which is the ischemic leg). It is unknown the source of the sepsis and (B)(6). Though requested, no additional information was provided.